Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient's mother reported that between (B)(6) 2022 to (B)(6) 2022, her 16-year-old daughter faced an issue with her infusion set as it leaked at the site. Her blood glucose level was 538 mg/dl at the time of the event which they tried to treat with correction injection via multiple daily injection. She also experienced high/large ketone levels which her healthcare professional did not assessed it as dangerous/life threatening. Further, on (B)(6) 2022, the patient again faced a leakage at the site and experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on the same day ((B)(6) 2022), the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 538 mg/dl and had high ketone levels which her healthcare professional did not assessed it as dangerous/life threatening. Moreover, the infusion had been used for three days. While she was in the emergency room, the patient received fluids of saline, insulin and unspecified medication (drug name unknown) intravenously which resolved the issue. After spending 7 hours in the emergency room, she was released with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.